Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was showing error of "sr err". There was no patient involvement.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the device was returned due to an sr error. Although this error can occur during normal operation, the unit was unable to connect to multiple finger sensors. A defective oximeter board was suspected and subsequently replaced. After replacement, the device successfully connects to the sensor and provides accurate readings. The device case was also found to be severely cracked and will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.